Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis of the device revealed the device was below the end of life (eol) voltage when received. The device image indicated normal current drain and no high current drain sources were found throughout bench. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found an internal battery anomaly. The cause of the battery anomaly could not be determined.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow-up, a decrease in the battery voltage of the device was observed and premature battery depletion was suspected. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.